Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure error e101 was confirmed and error e103 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: temperature error, cooling fan failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e101 occurred due to the cooling fan failure. The most probable cause is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error (e101), ignition error (e103) and emergency light turned on. The event had occurred during diagnostic pharyngeal examination. The procedure was completed with a similar device. There were no reports of patient harm.